Event description:
It was reported that while flushing the catheter, the physician noticed that the catheter was leaking. There was a hole in the catheter. The location of the leak was in the middle section. The catheter was inspected/tested prior to use and the leak was observed during preparation. The device never went into the patient. The reported device and any accessory devices were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition: the phenom 27 was returned for analysis within a shipping box; within a tyvek io-pouch; and within a plastic bio- pouch; and within an opened phenom 27 inner pouch. Visual inspection/damage location details: upon visual inspection, no damages or irregularities were found with the phenom 27 catheter hub. The phenom 27 catheter body was found kinked at ~21.0cm and ~91.2cm from the hub. No damages or irregularities were found with the phenom 27 catheter distal marker/tip. No other anomalies were observed. Testing/analysis: the phenom 27 total and usable lengths were measured to be within specification. The phenom 27 catheter was flushed, water exited from the distal tip only and no leak was found. The catheter was pressurized with water and no leak was found. Conclusion: based on the returned catheter and reported information, the customer¿s report of ¿catheter leak¿ was not confirmed and the cause could not be determined. No rupture or leak was found with the entire catheter length. The catheter was found kinked; however, the root cause for the damages could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.